Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device prompted for a new transmitter serial number while the sensor was being changed. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a new transmitter serial number prompt is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed.